Event description:
It was reported that noise resulting in oversensing and low pacing impedance was observed on the right ventricular (rv) lead. Additionally, the patient experienced dizziness as a result of the event. An x-ray was performed and a rv lead fracture was revealed. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.